Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary and rectal incontinence and urinary tract infection. Furthermore, it was reported that the plaintiff died. The causes of death reported were cerebrovascular accident and diabetes mellitus.